Event description:
The sales representative reported a hip revision surgery due to patient's infection. The surgeon removed acetabular shell, acetabular insert, femoral head, stem, neck and bolt and placed an antibiotic spacer the acetabular insert and head. The revision surgery was on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event.